Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). S/n (B)(4), my colleague (B)(4) tried to explain further what (B)(6) need to expect when running the pressure calibration test and when not to run the pressure calibration set. (B)(6) will not listen to our recommendation on how to do it correctly. (B)(4). (B)(6) need assistance on 8100, he was having issue on pressure calibration test. The calibration test is failing. I spent time walking thru the calibration test set-up, running the analog test sensors to verify transducers sensor on bottle side and patient side. (B)(6) also replaced suspect bad transducer sensor but still failing calibration test. I will follow with (B)(6) tomorrow because he had to leave home.